Event description:
Patient presented to the physician with a tingling, stabbing sensation in the back of the throat associated with therapy use, and persistent nausea and coughing. A CT scan was performed, revealing migration of the sensing lead, which appeared to have shifted beneath a rib. Physician brought the patient into the or and removed the ipg and sensing lead successfully, and a portion of the stimulation lead. Physician does not suspect that the sensor tip migration had an impact on the patient's symptoms.